Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The device was found in used conditions, and the device was put under a 2-hour long test that was stable and there was no temperature drift. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative performed preventative maintenance, adjusted the temperature, and the device passed all functional and electrical safety tests as all values were stable.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not seem to maintain the temperature while in use. There was no reported patient involvement.